Event description:
This lead shows high atrial capture threshold and decline in p-wave measurement. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5152641.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.